Event description:
The customer stated that the ECG cable malfunctioned. There was no patient involvement. A good faith effort (gfe) was made to obtain additional information associated with this complaint. Per the attached email from the key market contact no actions have been performed at the customer¿s site. The parts have been shipped as nemo (no engineer material only) at customer¿s site, for this reason no more info/details are available. No more information associated with the event can be obtained. The customer was provided a replacement comfort care cuff and grabber leadset.

Event description:
It was reported to philips that the ECG cable was malfunctioning and the customer requested for repair or replacement of pressure cuff. There was no patient involvement.